Event description:
Upon routine assessment at 0800, PICC line was noted to be leaking fluids around the catheter site. Fluids were visible underneath the tegaderm dressing covering the PICC site and soaked the steri-strips beneath the site. Fluids were placed and hold and the nicu attending/neonatal nurse practitioner (nnp) were notified. Nnp attempted to flush the catheter and confirmed that fluids were leaking around the site. A new PICC line was inserted shortly afterwards. Previous catheter saved and placed in biohazard bag for evaluation.